Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "surgeon drilled each screw hole using fixed drill guide to a depth of 14mm. When inserting one of the screws, the screw interfered with the c-clip, gradually causing the c-clip to deform and finally pop up off of the plate. As a result, surgeon had to remove all screws and plate and start over."